Event description:
I have been to numerous drs for unexplained symptoms. Brain fog, speech impairment, vertigo, food intolerances, back and joint pain, memory and hair loss. These symptoms have become worse over time. It is terrible when you go to speak with someone and you think you spoke a correct sentence and they ask you what? Because it came out in gibberish. FDA safety report ID# (B)(4).